Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air in line alarm was on when no air is present. No patient injury was reported.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 10-jun-2022 via email and attached to complaint object: the above events occurred during testing. The devices were not being used by a patient at the time. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. Air detector passed manufacture utility test with 50ml cassette and nda test with 100ml cassette. May be due to customer's cassette triggering air-in-line alarm. During visual inspection found air detector to be loose from chassis due to worn glue. Replaced air detector as preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: h4: correction: device manufacturing date: 15-jul-2020.